Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had motor error anomaly. Customer¿s blood glucose was unknown at the time of incident. The customer stated that the insulin pump had problem with motor and the pump was not working for one minute. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with a detached end cap. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test and off no power alarm test. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test due to detached end cap. Insulin pump was monitored for 1 day, no unexpected pump stop anomaly or blank display noted. Unable to test for drive/motor anomaly due to detached end cap. However, the motor was tested outside of the unit and passed. Insulin pump also had minor scratched display window, broken belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.